Event description:
It was reported that during a colectomy procedure, after insert of the device, when the valve has been closed (with the surgeon's hand inserted) to reinstate the pneumoperitoneum, the valve was cracked. The surgery was carried out and finished by using another device. No patient adverse consequences reported.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information anticipated, but unavailable at this time.